Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1610c199e sn (B)(4), expiration date: 2019-03-22, etlw1610c156e sn (B)(4), expiration date: 2019-02-21, (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that an endoleak was observed at the final run after deploying a bifurcated stent graft with 2 limbs. The surgeon ballooned again but the endoleak persisted. It was originally thought to be a ib endoleak so another manufacturer¿s device was placed in the left external iliac but the endoleak persisted. Then it was thought to be a ia endoleak and a palmaz stent was placed in the proximal seal zone below the renal arteries but the endoleak persisted. Two endurant limbs were placed about a cm above the flow divider to treat a possible type iii endoleak or a tear of the stent graft at the flow divider. This intervention significantly reduced the endoleak. A post index CT revealed that the endoleak had resolved. The surgeon believes that there was likely a type ii endoleak from collaterals and a type IV endoleak. Because the patient underwent coil embolization of both internal iliac arteries prior to the surgery, there was no outflow so it is possible that the blush of a type IV endoleak was more prominent making it appear as a type I or type iii endoleak. The patient has not, and will not receive further treatment. The physician stated the cause of the event was device and anatomy related (no distal outflow). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.